Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as the sample was not returned for evaluation. No device malfunction or use error was identified, therefore no assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2012, dianeal and extraneal viaflex therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the pd catheter was removed. On (B)(6) 2012, the patient started hemodialysis. The patient was initially treated with vancomycin and then was changed to fortaz for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The patient remained hospitalized and was not retrained in aseptic technique. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers gd892828 and gd892224 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.